Event description:
It was reported that an asymptomatic patient presented via transtelephonic monitoring, the pulse generator exhibited backup vvi mode. The patient was brought into the clinic for further testing. After a device software download, normal device function resumed. The device remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.